Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6)years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: continuous-flow lvad exchange to a different pump model: systematic review and meta-analysis of the outcomes. Artificial organs, july 2021; 45(7):696-705. Doi: 10.1111/aor.13893. Pmid: 33350485 investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a meta-analysis regarding the indications and outcomes of vad pump exchanges. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients on vad support who experienced pump thromboses, pump infections and pump malfunctions, all requiring hospitalization and pump exchanges. Post-exchange, patients also experienced further pump thromboses, right ventricular failure with need for right vad placement, strokes and renal failure with need for dialysis. The status of the vads is unknown. No further patient complications have been reported as a result of this event.